Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report; device not available.

Event description:
It has been reported that a revision required due to aseptic loosening on the femoral part.

Manufacturer narrative:
An event regarding alleged loosening involving a custom distal femur, femoral stem was reported. The event was confirmed following a review of the provided medical information by a clinical consultant. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the x-ray has shown aseptic loosening line around the stem between the cement mantle and the bone. There was bone resorption being observed near the resection line. Therefore, the reason for revision has been confirmed. The reported incident may be due to surgical factors or the patient factors such as overweight, excess of activity and biological reaction to wear particles causing osteolysis, which should not relate to the design of the implant. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 06 apr 2017 with no reported discrepancies. Complaint history review: there have been 7 other events related to custom femoral stem loosening. Conclusions: a review of the provided medical records by a clinical consultant concluded "the reported incident may be due to surgical factors or the patient factors such as overweight, excess of activity and biological reaction to wear particles causing osteolysis, which should not relate to the design of the implant." The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It has been reported that a revision required due to aseptic loosening on the femoral part.